Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error; the main printed circuit board (pcb) was contaminated. It was also found that the upper case, display flex, display frame, keypad flex, encoder assembly, four knobs, four encoder nuts, and two output connector nuts were contaminated. Furthermore, the output connector assembly was broken, and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to having presented with an error, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.